Event description:
This catheter was being utilized for a coronary arteriography procedure when it kinked. An attempt was made to pull the catheter back and straighten it in the sheath. This resulted in the catheter severing into two pieces. The piece of catheter remaining in the pt was held in place in the sheath with a pair of hemostats and the pt was transferred to the operating room for removal of the remainder of the catheter via an artery cutdown. The pt was considered to be doing fine.